Manufacturer narrative:
The insulin pump was received unable to prime during the prime test due to faulty force sensor resistor. No a33 alarm or unexpected restart noted during testing. Unable to perform basic occlusion, occlusion, excessive no delivery test due to prime fill anomaly. The insulin pump had minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings and a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump alarmed compromised force sensor system when she woke up with high readings and went to change out the infusion set. The customer stated that insulin squirted out during manual prime. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.